Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced a ventricular fibrillation episode with dropout. The implantable cardioverter defibrillator exhibited undersensing of the right ventricular. The patient was stable.

Event description:
New information noted that the device was reprogrammed. The patient was stable before and after the reprogramming.